Manufacturer narrative:
Unit alarmed a64 during self test due to faulty y1 on rf board. Unit functioned properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. Pump received with minor scratched display window and cracked battery tube threads. (B)(4).

Event description:
Customer reported receiving multiple error alarms on the insulin pump. Blood glucose level was 67 mg/dl at the time of the call. No further information was provided.